Event description:
It was reported that during the implant procedure, the right atrial lead's electrical parameters were unacceptable. The lead was no longer used and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).